Event description:
It was reported that the device was leaking oil when it was being washed after a procedure. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
As of the date of this report the device has not been received. This report will be updated when the device is returned an eval can be conducted.